Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Internal insulation abrasion was found at 7.5 ¿ 11.5 cm from the distal tip breaching all the lumens. The ptfe liner was found intact but both rv etfe cable coatings were found to be abraded in this region. Internal insulation abrasion was found at 13.3 ¿ 13.6 cm from the distal tip breaching the rv lumen. The rv etfe coating and the inner coil lumen were intact in this region. Internal insulation abrasions were found at 13.6 ¿ 13.8 and 14.0 ¿ 14.1 cm from the distal tip breaching the re cable lumen. The inner coil lumen and the re etfe cable coating were intact in these locations. Insulation cut consistent with procedural damage were found at 25.5, 27.8 and 29.2 cm from the distal tip. Suture sleeve tie impression was found at 41.3 cm from the distal tip, the insulation was cut in this location. An extraction tie was also noted in this region. External insulation abrasion was found at 43.5 ¿ 44.0 cm from the distal tip breaching the re cable lumen consistent with friction to the device can. One re etfe cable coating was found abraded in this location.

Event description:
This report is to advise of an event observed during analysis.